Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for two patients' samples while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® 6800/8800 systems. The alleged samples for both patients initially generated a positive result for sars-cov-2 and pan sarbecovirus. Both patient 1 and patient 2's samples were retested on cobas 6800 and generated a negative result for sars-cov-2 and pan sarbecovirus. Both samples were also retested in two different facilities using unknown method(s) and generated a negative results. No harm was alleged. The investigation to assess the customer allegation has not yet been completed. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
No product problem or systemic issue was identified and the likely cause is sample or site specific factors. Review of the data for sample 1 and 2 confirmed truly positive results for both samples. Although unknown, the discrepancy alleged is potentially to site or sample specific factors like a sample swap or contamination. The customers off label workflow potentially could have contributed to the discrepancy alleged. (B)(4).